Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. At the time of this report, vancomycin remained ongoing and the patient was still recovering from the peritonitis event (previously reported as recovered). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis, treatment for the event, and patient outcome were not reported. The report indicated that automated peritoneal dialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported on the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the event was unknown. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.